Event description:
On (B)(6) 2008, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The procedure concluded without any adverse events. Pre-implant aneurysm measurements were not provided to gore. On (B)(6) 2008, at the one-month follow-up, the aneurysm measured 49 mm x 49 mm. The cause of the reported growth was unknown. On (B)(6) 2009, at the six-month follow-up, the aneurysm measured 52 mm x 51 mm. Again, the cause of the reported growth was unknown. On (B)(6) 2009, at the one-year follow-up, the aneurysm measured 54 mm x 52 mm, however the cause of the reported growth was still unknown. A wait-and-watch approach was taken. No further information was provided to gore.

Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Addtional information received: after one year study follow up, it was discovered that the stent graft had migrated (amount unknown). Endoleak could not be confirmed. On (B)(6) 2012, a non-gore stent graft was implanted to treat the device migration and aneurysm enlargement. A wait-and-watch approach had taken for the patient¿s condition after the reintervention. A follow-up study in (B)(6) 2012 revealed no aneurysm enlargement.